Manufacturer narrative:
One cardiomems delivery system catheter and cut catheter hub were received for investigation. Visual inspection of the length of the catheter showed some minimal usage kinks and dried blood within and on the catheter. The cut catheter hub also had dried blood inside. The skiving portion of the catheter did not show any abnormalities. The outer diameter of the catheter measured to be within specification per at .0475 in at the proximal end and 0.0490 in at the distal tip. The reported event of difficult or delayed separation of the sensor could not be reproduced as the sensor was eventually deployed; consequently, the investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that a second access site was required during the cardiomems implant procedure. Access was initially gained via the right femoral artery. After sensor release, while retracting the guidewire, the sensor became stuck to the wire. The physician waited a few minutes and instructed the patient to take deep breaths but the sensor did not release. The physician then attempted to insert a swan ganz to use the balloon to bump the sensor off however they did not go up fully in to the pulmonary artery. The physician then decided to gain access from the left groin in order to use a percutaneous transluminal angioplasty (pta) balloon. The pta balloon was unsuccessful in pushing the sensor off. The physician then cut the back of the cardiomems delivery catheter off and used a guideliner over the back and this worked for separating the sensor from the catheter.